Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having a problem for the last 2-3 days. Customer's blood glucose was about 500 mg/dl. Customer changed the infusion site on her stomach and gave herself 4u of insulin but her blood sugar went up. Customer has changed the set 3 times on different areas on her body. Customer's blood glucose was 471 mg/dl. Customer stated that she was getting dizzy and can't remember things. Customer stated that she make take the pump off since she has manual injections. Customer stated that the first cannula caused her to bleed badly. Customer's blood glucose was 170 mg/dl this morning. Troubleshooting was performed and the customer was advised to do a complete set change. Customer treated with manual injections and stated she will give the pump a break for the weekend.